Manufacturer narrative:
Service visited on (B)(6) 2011 and noted wash solution was leaking from 10psi regulator. The field service engineer (fse) replaced both the wash solution float switch and valve v2. The canister stopped overfilling.

Event description:
A customer contacted beckman coulter, inc. (Bci) to report a leakage in the hydro pneumatics of unicel dxc 600 pro synchron clinical system. The customer stated that the liquid was squirting out of 10 psi valve. No injury was reported and there was no effect to patient or user.